Manufacturer narrative:
Inspected 1 opened/used sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found sensor's cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 112 mg/dl and their sensor glucose would read 107 mg/dl. It was also found the differences in the readings would trigger threshold suspend on the customer's insulin pump. Troubleshooting found the customer had a bent sensor cannula. Customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.